Event description:
Technician alleged that brake would set, but not hold. No pt impact.

Manufacturer narrative:
The technician found the cause to be worn brake casters and worn detention mechanism. The technician replaced the brake casters and the detention mechanism to resolve the issue.